Event description:
Drill bit used by surgeon for lacerated tendon repair broke off while in use, causing tip of bit to be retained in pt's left thumb bone. Drill function checked out prior to use and found to be acceptable. Stryker rep stated that it was not a function of which hand piece was used. It is a fine drill bit and the drill bit breaking off into bone is a recognized complication of the procedure.